Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube).

Event description:
The customer reported via phone call that the insulin pump is completely dead even after attempting to put new batteries with no response. The customer¿s blood glucose level was 158 mg/dl. The insulin pump will be returned for analysis.